Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported reprogramming was also done on (B)(6) 2016. The event resolved on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209366554, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a loss of efficacy and a return of symptoms on (B)(6) 2015. The cause of the event was unknown. No diagnostics or troubleshooting was done and no surgical intervention was taken or planned. The implantable neurostimulator (ins) was reprogrammed on (B)(6) 2015 and the issue was resolved on (B)(6) 2015. The event was assessed as not serious, not related to the implant procedure, and related to stimulation. The patient was alive with no injury. The patient's medical history included idiopathic functional incontinence since 2009.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.